Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "system fault 41" & "system fault 622". No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that system fault 41,622 was recorded in history. During analysis, visual inspection of the pump was performed and found error code 41622 on display during power up. The customer's stated problem was verified regarding "system fault 41622". Further investigation of the pump determined that an intermittent motor is the root cause of the issue. Service will replace the motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.